Manufacturer narrative:
"I have spoken with my colleague and she told me that the patient was out walking and then suddenly the wheel fell off. The patient brought with her rollator when she moved in. She does not remember how and by the she got it" the futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in sweden.

Event description:
"I have spoken with my colleague and she told me that the patient was out walking and then suddenly the wheel fell off."